Event description:
High blood glucose reading [blood glucose increased]. Case description: a pt reported that they experienced a high blood glucose reading in 2002 (result not reported) while using an induo insulin doser. Pt stated that less than one hour after administering their insulin with the device, pt was taken to the hospital and treated for high glucose (treatment details not provided). The pt alleged that too little insulin was dispensed. The doser failed the function check, however, after successfully performing an air shot, a repeat function check was successful. Comment: further details were not provided by the rptr, however, add'l info has been requested.